Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 10-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was malignant pain. It was reported the patient was not getting relief and their therapy was suspended on (B)(6) 2018. The event status was unknown. The patient's weight was (B)(6). Additional information was received from a healthcare provider (hcp) via a clinical study. It was reported that the patient reported increased back pain on (B)(6) 2018 despite increasing the pump. The pump was delivering compounded hydromorphone (200mcg/cc at 11.8mcg/day) and bupivacaine (1.0mg/cc at 0.5559mg/day). The pump was reprogrammed on (B)(6) 2018 with a dye study on (B)(6) 2018. The dye study was normal, however, it was indicated that the dye study showed lead migration from t5 to t6/7. Therapy was suspended on (B)(6) 2018 and no further action was taken. The event was considered unresolved with no further action planned. The event resulted in an unscheduled clinic or office visit. The etiology indicated that the increase in pain was related to the device or therapy and was not related to the implant procedure. The catheter migration was not related to the device or therapy and was possibly related to the implant procedure.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event resolved without sequelae on (B)(6) 2019.